Event description:
A customer contacted beckman coulter inc. (Bec) ) and reported that their unicel dxc 800 pro synchron clinical system total protein (tpm) module generated one (1) low (oir low) patient result. Customer re-tested patient sample on another instrument and a result of 72g/l was obtained. The low result was not reported out of the lab. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
The sample was drawn in a bd vacutainer tube and was fresh when it was tested. Qc was within established ranges. A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the tpm module. A clear root cause of this event is unknown. An MDR number 2050012-2011-06601 is associated with this event.